Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced fluid pulling from the primary bag into the secondary bag while running a secondary infusion during therapy (medication, dose, programmed amount and delivery rate unknown) resulting in fluid remaining in the secondary bag at the end of the infusion. The customer indicated the issue occurs when bag height directions are followed. There was no patient injury or medical intervention associated with this event. No additional information is available.